Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported the temperature and impedance values would not change on the stockert. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. Additional information provided stated the temperature and impedance values displayed did not change, there was no drop in impedance when rf was turned on, temperature did not change even when power was increased. Procedure was completed without any patient consequences. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
During an atrial fibrillation (afib) procedure, it was reported the temperature and impedance values would not change on the stockert. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. Additional information provided stated the temperature and impedance values displayed did not change, there was no drop in impedance when rf was turned on, temperature did not change even when power was increased. Procedure was completed without any patient consequences.